Event description:
See attached user facility medwatch. The hcp reported the pt had been experiencing an increase in left lower back pain and new lower extremity spasiticy in spite of recent escalations in the intrathecal morphine. After the hcp "pulled the catheter down from t9 to t12", the pt reported no pain and the other symptoms resolved.